Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care professional (hcp) regarding a patient with an implantable neuro stimulator (ins) for non-malignant pain.it was reported that the controller screen displays a "settings not available" message, out of regulation on tablet. Rep the hcp reported impedance measurement of > 4000 ohms. Contact 2 was > 40k and contact 2 was being used in program 1. Hcp reprogrammed and removed contact 2 from program. Therapy was working good now without out of regulation. No patient symptoms or complications were reported in this event.